Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for evaluation and the complaint was confirmed. The device's interface board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was broken. There was no harm or injury reported.